Event description:
The service report shows, the customer reported that the 840 ventilator was disconnected and failed to alarm while in use on a pt. The pt was not harmed or injured as a result of the event. The nellcor puritan bennett customer support engineer (cse) was not able to duplicate the problem. The unit passed extended self testing. This issue is believed to be initiated through an action of the user.